Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 451 mg/dl. The customer has treated their blood glucose with a manual injection. Customer also reported a crack on their insulin pump. It was found the crack was located at the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.